Event description:
A 76 year old woman with decades of experience living with diabetes 1 died from dka(diabetic ketoacidosis) on omnipod 5 insulin pump and dexcom cgm (continuous glucose monitoring). She developed dka within hours or replacing her omnipod 5 and dexcom cgm sensor with sensor malfunction and insulin pump malfunction noted on (B)(6) by posthumous download and review of data from (B)(6) after she was discovered dead in her bed (B)(6) 2023. Death reported (B)(6) (found cold in bed). Last contact with any person (B)(6) morning with third party report of vomiting overnight. Last known action of any kind (B)(6) within 2 hours of insulin bolus. All physicians and diabetes care team members concluded unanimously cause of death was from dka from lack of insulin after change in insulin pod and sensor malfunction. Patient had vision problems. Ref report: mw5149946.